Event description:
It was reported that there were diminished r waves so the system was replaced. No further patient complications reported as a result of this event. Further information reported the lead was attempted but not implanted due to tortuous anatomy as the lead could not be placed. An epicardial system was placed a few days later.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. (B)(4) no anomalies found; defib conductor distorted and blood in/on the helix mechanism; it was noted that the location of the setscrew marks could not be determined on any of the lead connector pins as there appears to be none; full lead returned and analyzed.

Event description:
It was reported that there were diminished r waves so, the system was replaced. No further patient complications reported as a result of this event.